Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been the tip of the sheath getting caught on biological tissue. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the locator/insertion sheath assembly was attempted to be inserted into the artery; however, insertion of the assembly was difficult. The guidewire was changed to a stiff guidewire; however, insertion of the assembly was still difficult. The physician selected the angio-seal device for hemostasis despite being aware of mild calcification and tortuosity in the artery at the puncture site. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression for half an hour. The physician was again informed that calcification is a contraindication to the use of the angio-seal device. The blood loss was less than 250cc. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 5 mm. There was mild calcification and tortuosity in the artery at the puncture site. No equipment or other devices were used with the above product.